Event description:
Customer reported to a lensar clinical application specialist that the system lost suction during a procedure and etched the capsulotomy on the cornea.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.